Event description:
It was reported that, during open hartmann's operation and ileocecal resection, after end of the procedure and x-lay was taken, it was found that the pieces of the tip of the blade remained in the patient¿s body. After that, the hospital re-opened the patient¿s body, and the pieces were collected. The operating time extended an hour. It seemed that the device did not bite the forceps or something like that, and the main body did not display any error messages as well. No pieces were left inside the patient. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 9/17/2025. D4 batch #: z7005u. Additional information was requested and the following was obtained: can a generator log be provided for engineering review? No. What is meant by ¿it seemed that the device did not bite the forceps or something like that¿? The surgeon commented that the blade did not contacted to any surgical instruments like a forceps. Did all the events occur during the same surgical procedure under the same anesthesia or did the patient wake up and had to be put back under anesthesia to retrieve the pieces?yes. If this was during the same surgical procedure, was this issue identified during wound closure or was the wound closure completed when this issue was identified? After the wound closure was completed. Where in the patient¿s body was the pieces of the tip of the blade were found? Unk. What is the patient¿s current status? Unk. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7005u, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2025. Additional information was requested and the following was obtained: did all the events occur during the same surgical procedure under the same anesthesia?=>yes. Did the patient wake up and had to be put back under anesthesia to retrieve the pieces?=>no.